Manufacturer narrative:
A ge representative contacted the customer by phone and directed them in repairing the system. System operates as intended.

Event description:
The customer reported the sys would not boot up. There is no report or injury or death associated with the event described in this complaint.